Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that a hitachi treatment dose did not record in mosaiq.

Manufacturer narrative:
D4: updated. H4: manufacturing date is not on the label, but it is known so field h4 has been completed with this information. H11 updated: the investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect but is not considered safety. The customer reported that a hitachi treatment dose did not record in mosaiq. It was determined that the computer connected to the treatment machine, which is referred to as the sequencer, received a "complete" state prematurely. The logs showed the sequencer had switched to a completion state while the treatment was still in progress on the particle machine. Mosaiq and the particle machine were out of sync and the treatment then had to be manually recorded. The treatment was successfully completed, but was not recorded in mosaiq. Mosaiq displayed a message to the user indicating that there was no recording. The user recorded the treatment manually. There was no patient mistreatment. This is a recording issue only and should the issue occur again, it would not result in patient harm as with the data from the machine log, the user (with help from our product support) would be able to verify the actual treatment and the treatment could be manually recorded.